Event description:
The dr claims that the graft was implanted for an aortic arch replacement and during the procedure, a particle [debris] approx 3mm in length flowed out from the inner lumen of the 4-branched hemashield graft. This was reported to have occurred during the air aspiration at the final stage of the aortic arch replacement. In addition, there was some "excessive bleeding loss reported (source of bleeding and quantity unknown at this time). The particle was successfully removed from the graft by the dr. The procedure continued successfully. The graft was left in. There was no injury to the pt. The pt is doing well. In 2001, the co learned the following: the particle emerged from a branch of the graft during the first flushing and after anastomosing at the main distal trunk. There was no incidence of graft leakage.